Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was in and out. Additional information was provided by a nurse, who reported that during placement of the iol the capsule tore. A different lens had to be used. The procedure was completed.